Manufacturer narrative:
Two (2) bags were received for evaluation. Visual inspection revealed a slow leak from the fill port tubing weld on the first sample, and a slow leak from the add port tubing weld on the second sample. Functional testing was performed by draining the bags and refilling with water. The bags were checked for leaks by squeezing firmly. A slow leak was observed from the fill port tubing weld on the first sample, and an add port leak was observed on the second sample. The reported issue was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml exactamix eva tpn bags had leaked from the weld. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.